Event description:
During verification testing at the manufacturing facility, the silicone sleeve of the clave port remained in the depressed position.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.